Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient developed infection at implant site and was treated with IV and oral antibiotics (date not reported). However the issue could not be resolved and the device had extruded, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.